Event description:
A customer contact baxter technical service center regarding a caution negative ultrafiltration (uf) alarm, during drain 3/6 while using the home choice system. The therapy was reviewed (total volume was 12000ml; therapy times was 9:00, fill volume =2000ml, last fill volume = 0ml, drain volume =3325ml, uf was -713ml). The home pt (hp) had called in with the same problem in 2009, and the machine was swapped. The technical service rep (tsr) asked if hp felt any pain or bloating. Hp stated he felt fine. Hp stated he had to sleep in a recliner due to a pre-existing breathing condition, and tsr recommended that hp call the nurse about raising the minimum drain % and recurring negative uf issues. Hp stated that he spoke to her once, and she suggested hp use heparin twice per week. The alarm occurred during drain 3/6, so tsr had hp press go. Hp was draining at a normal rate until hp reached 2050ml when draining started to slow down slightly. Tsr then had hp stand up and hp started draining normally again. Tsr asked if the machine was at a height level to the hp, and he stated that it was. Hp stated that he wanted to continue his therapy for the night. Hp finished draining. The machine moved on to fill 4/6. Hp would continue his therapy and would call the nurse in the morning. No pt injury or medical intervention was indicated at the time of the initial report. Two weeks later, the nurse was contacted and stated that the pt did not call her regarding the reported conditions. She was going to follow-up with the pt. The following month, the nurse was contacted and stated that she reviewed the program settings with the pt a few days earlier. The nurse seemed to think the hp was not letting himself drain completely. She stated that the pt is feeling well and continuing with therapy as usual. No other info was provided.

Manufacturer narrative:
.